Event description:
Description of event according to twitter case report: extensive filter-related iliocaval thrombosis. Cook celect with an 11 year dwell time. Thrombectomy, filter out, and venous reconstruction. Patient had rapid improvement in symptoms. Complex ivc filter retrieval and comprehensive venous care.